Manufacturer narrative:
Initial reporter (B)(6) device manufacturer address 1:(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp solution set had a hole in the drip chamber. This was identified during administration of chemotherapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d4 (expiration date) h4, h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.